Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic shoulder surgery a metal part of the tip of the device broke off inside the patient. The broken off part was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the metal fragment being removed from the patient. However, as the complaint device will not be returned for physical evaluation, no further analysis can be conducted. The cause remains undetermined. No change in harm was identified.